Event description:
It was reported that the patient had a revision to move the ins (implantable neurostimulator) from buttock to abdomen. It was stated the patient "wanted" the ins moved. It was further reported the patient still had problems. It was noted on (B)(6) 2013, the battery was moved to the abdomen. It was stated 40cm single extensions were added. It was noted there were no malfunctions that were seen. It was stated the stimulator was working fine. It was noted the reason the battery was moved was because the patient didn¿t like the location in their back because it was right on their belt line and the device would get hot at the pocket. It was stated the patient had trouble charging because it would get hot. It was stated there were no impedance issues. It was stated the patient was happy with the stimulation. It was noted at the time of report the adaptivestim would not work properly and the battery ¿may not be perfectly upright in the new pocket anymore.¿ it was stated the patient had an appointment scheduled for (B)(6) 2014 to try to get the adaptivestim to work. It was noted the patient had the same issue with the battery being hot at the pocket. It was stated ¿it was killing the patient¿ and they ¿really weren¿t using the stimulation anymore.¿

Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed on (B)(6) 2014 due to it heating up their skin to 115 degrees, the device heating up when recharging, and the patient still feeling stimulation after turning their implantable neurostimulator (ins) off. All implanted devices were removed. Their ins area felt warm at implant and continued to feel warm. This issue with still feeling stimulation after the ins was turned off started about 5 to 6 months after implant. At first the patient dismissed it as residual nerves so they shut their device off for a week but when they would lay down at night they would still feel stimulation. They tried to figure out what was wrong with the device and ran tests on the ins but couldn¿t find anything wrong with it. They tested the patient for allergies to any of the metals but the patient wasn¿t allergic. They also did blood work on the patient to check for infections but none were found. The patient had issues recharging the whole time as well. It was constantly hard to get a charge and the only way they could get a charge was to lay down and it would take several hours. The patient would charge for 2.5 hours to get to a quarter charge. When the doctor took the battery out it shocked them and made the patient jump on the surgery table. The patient hadn¿t turned their stimulation on in a couple of weeks prior to the surgery and the device was off at the time of the surgery. The doctor thought that maybe the lead might have been bad. The patient noticed their knee was skinned up after the surgery and noted that it was probably from when they got jolted during the explant. The knee healed without problem. The cause of the stimulation being felt after the device was turned off was never identified but the sensation went away immediately after the explant. The patient was doing well after the explant but had pain that the ins was originally implanted to treat. The stimulation did help their pain. The warm ins site and fear that the battery may have leaked caused them to have the device removed. The patient noted that they were interested in getting a new ins at some point.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information reported the patient continued to experience a lot of burning at the pocket site at the time of follow-up. It was stated the temperature would reach up to 111 degrees when measured with a thermometer. It was further stated the implant would get so hot they couldn't charge it. It was noted the burning was the reason provided why the patient had a pocket revision to move the ins from their back to their abdomen. It was reported that in addition to experiencing burning at the new pocket site, the adaptive stimulation feature did not work after the revision. It was noted the reported thought that when the patient's ins was off the burning went away. It was stated the burning would occur while the stimulation was on and the patient was not recharging and also while they were recharging. It was noted the patient wished the doctor would have swapped the ins out, but there was an issue with insurance. Additional information stated the patient's ins was successfully reoriented and the patient's orientation was being detected properly. It was reported the patient confirmed they experienced the burning sensation also while their stimulation was off and that it would get worse when the recharger was placed over the ins. It was noted the patient did not try to use a shirt between their skin and the recharger because it affected the coupling. It was stated the recharger antenna never got hot, only the patient's skin. The patient was noted to have not observed a thermometer error on the recharger. It was stated the patient was to be tested for allergies. It was also reported when the patient bent over; the ins would hit his ribs.

Event description:
Additional information received about 2 months later reported that the patient was looking to find the status of his explanted product. "I had to have it removed and you were supposed to send it back to me and I still haven't got it." The device was removed "because it was malfunctioning, and it was malfunctioning from the time it was put in, (B)(6) whenever that was." To date there appeared to be no product received by the manufacturer. The device might have to gone to pathology at the hospital as that would be not uncommon. A manufacturing representative was going to check for the patient.

Event description:
Additional information received reported that the healthcare provider (hcp) was unaware that the device was requested to be returned, and thus did not instruct anyone at the hospital to do so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient had not been seen since 2014. It was reported that the patient had persistent pain despite the revision and some shocking sensation at the battery site, and for that reason the patient wished to have the entire system removed, and it was removed. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65 serial(B)(4) implanted:(B)(6) 2013 product type lead product ID 37754 serial(B)(4) product type recharger product ID 37746 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was removed because it malfunctioned and was burning them from the inside. No further complications were reported or anticipated.

Event description:
Additional information received reported the patient was going to go get tested of an allergy to titanium because of the burning. It was reported the rep was able to reorient the patients battery and it was working fine.